Manufacturer narrative:
Suspect medical device UDI: (B)(4). Suspect medical device UDI; corrected data: the previously submitted MDR inadvertently did not provide the suspect medical device UDI.

Event description:
The lead has been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis was completed for the lead. The lead assembly was returned in one intact portion. Based on the findings in the product analysis lab, there was no evidence to suggest any device-related anomaly with the returned lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during the initial implant surgery, the lead impedance was noted to be increasing with system diagnostics (4169 ohms, 5168 ohms, 6142 ohms). The lead was disconnected from the generator and generator diagnostics were within normal limits (3918 ohms). The lead was then reconnected to the generator and system diagnostics again resulted in high impedance (>6000 ohms). The lead was then removed and another new lead was implanted. System diagnostics with the new lead and generator were within normal limits. Attempts to have the new lead with the high impedance returned for analysis are underway. The lead has not been received for analysis to date.